Event description:
The customer reported that during a radical cystectomy, the device did not seal. The pt had an unk amount of blood loss due to this occurrence. The site has indicated they have no add'l info regarding this occurrence. The surgeon used another device to complete the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.